Manufacturer narrative:
On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci oophorectomy procedure, the customer noted that the vessel sealing instrument had some sealing and cutting issues. Isi representative successfully monitored several cases without the reported issue resurfacing. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.